Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Additional information indicated that this right ventricular (rv) lead was surgically abandoned due to high threshold. Moreover, during the procedure occlusion was noted on the left side. A new lead was implanted. No additional adverse patient effects were reported.